Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device is used for treatment, not diagnosis. A function test was performed and the aiming arm in question was functional as required. We are not able to reproduce the complained malfunction. Based on this finding we are not able to determine the cause of this occurrence. We can only assume that a damage at another device, par example the protection sleeve or the compression nut, did contribute to the complained event. The manufacturing documents were reviewed and no complaint related issues were found, no product fault could be detected.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure after the blade was inserted it was reported the aiming arm was blocked on the insertion handle. The aiming arm was removed with force. There was no consequence on the patient, no significant prolongation and no further treatment was required because of this occurrence.